Event description:
It was reported the patient¿s device helped their pain when it was first implanted but had not helped for a long time so the patient stopped using their device. The patient had less than 50% pain relief in the low back and left leg. The patient could not remember when the last time was they had charged or felt stimulation. It was confirmed the device was in over-discharge and explanted on (B)(6) 2015. The patient underwent a successful pump trial and was going to have one implanted in the future.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# j0437244v, implanted: (B)(6) 2004, product type: lead; product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 74002, lot# n247761, implanted: (B)(6) 2010, product type: adapter; product ID 37092, lot# 244080002, implanted: (B)(6) 2010, product type: accessory; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).